Manufacturer narrative:
Device manufactured between october 02, 2020 to october 03, 2020. The device was received for evaluation. A visual inspection was performed, and it was noted that there was a tear at the lower left edge of the bag. Functional testing was performed, which revealed a leak at the lower left edge of the bag approximately at the 200ml area. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unspecified location. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.